Event description:
Pt received "tmr" channels at beginning of CABG procedure. Bleeding from "tmr" required return to operating room and reopening. Hemostasis achieved through interrupted sutures to "tmr" sites, application of avitene and 2 units platelet pheresis. Pt received 36 channels; constant oozing of blood through several sites on the inferior wall, 1080 cc in 3 hrs. Pt is doing well.

Event description:
Pt received tmr channels at beginning of CABG procedure. Bleeding from tmr required return to operating room and reopening . Hemostatis achieved througb interrupted sutures to tmr sites, application of avitene and 2 units platelet pheresis. Pt received 36 channels; constant oozing of blood through several sites on the inferior wall, 1080cc in 3 hours. Pt is doing well.